Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope communication error b30 and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope ID (scope identification), b30(scope communication error) occurs. Due to damage on plug unit, the image is not displayed. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.